Manufacturer narrative:
Method - (other): injector lot number search. Results - (other): an injector lot number search was performed and two similar complaints were found.

Event description:
It was reported that the surgeon attempted to insert a competitor's lens but the lens was torn. There was no pt contact. The surgeon felt the cause of the torn lens was due to the injector.